Manufacturer narrative:
The catheter was discarded and is not available for evaluation. As per the product IFU, to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume of 5mm for this 3f catheter size. The IFU also indicates exposure to calcified plaque within the vessel may increase the possibility of balloon rupture. Review of the limited information available suggests that vessel characteristics may have contributed to the event reported. This report is associated with report # 2015691-2013-20054.

Manufacturer narrative:
Through communication with the hospital, it was learned that some of the technicians have been using a 3ml syringe instead of an insulin syringe to fill the balloon, which makes it difficult to accurately measure the 0.2ml needed for balloon inflation. The account has since reeducated their staff to use the smaller volume insulin syringe with this catheter. As reported, the staff thinks that the balloon may have burst because of overinflation the balloon. Without return of the product, it is not possible to confirm the complaint. As stated in the product IFU: ¿obtain the smallest syringe that will hold the balloon¿s stated maximum fluid or gas volume. Caution: overinflation of the balloon may cause vessel damage¿. Balloon rupture with fragmentation is listed as a potential complication associated with the use of the catheter. Review of the available information suggests that procedural factors and/or device handling may have contributed to the event reported. No other actions will be taken at this time. This report is associated with report # 2015691-2013-20054. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during a left femoral iliac arteriogram 2 catheters were used and the balloon separated from both catheters inside the patient. This report represents the second catheter. The balloon material was not retrieved and the surgeon indicated that retrieval was not a priority at that time. The procedure involved a vessel in the left leg. There was no resistance reported by the surgeon during insertion or extraction of the catheter. The vessel was described as calcified. The balloon separated during the 1st pass of the catheter. The devices were pretested found functional. It was further indicated that the balloon material on both catheters completely tore off the catheter instead of collapsing. A third catheter was used with no other issues. As reported, the balloon material completely tore off the catheter instead of "collapsing" (it is assumed this refers to a return to the deflated profile). A third catheter was used to complete the procedure without further issue.